Event description:
When hme filter becomes partially saturated - the vent fails to function properly. Filter blocks flow between pt and vent - causing pt to become cyanotic due to lack of oxygen and ventilation.